Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery (sfa) with heavy calcification and mild tortuosity. During advancement of the 7.00x100mm absolute pro self-expanding stent system (sess), without resistance, the catheter of the sess separated into 3 pieces. The sess stayed on the wire and was able to be removed as a single unit; however, resistance was noted with the slender 6fr guide catheter during removal. There was no adverse patient effect and no clinically significant delay reported in the procedure. A same size absolute pro with a less slender 6fr guide catheter was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was unable to be confirmed however there was a noted stabilizer/jacket separation. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. The stent implant was not returned. Additonally, the following was noted during device analysis: bunched with bends and separated stabilizer/jacket, wrinkled sheath, multiple distal sheath, I-beam, inner member, outer member bends a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that during advancement inadvertent mishandling resulted in the reported material separation/noted bunched/separated stabilizer/jacket and the noted device damages (wrinkled sheath, multiple distal sheath, I-beam, inner member, outer member and stabilizer/jacket bends; thus, resulting in the reported difficult to remove; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.